Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that "it didn't seem to be effective anymore." The caller reported that the patient is set to 5.2 on program 4 and is going to the bathroom almost every hour. The patient was having a hard time controlling the flow and sometimes they will stand up and it just goes "woosh" so the patient is back to the old problems they had prior to the device. The caller could not remember if the patient had tried other programs or not, but since the symptom return occurred the patient has not tried changing programs or discussed the issue with their healthcare provider (hcp). The caller mentioned that the patient programmer (pp) batteries had been low and the patient thought that this was the cause, but replacement of the batteries did not resolve the symptom return and it was reviewed that the pp functionality is separate from the ins. The symptom return was noted to have started about 2 weeks prior to the call and was not reported to have been sudden in nature. The patient was advised to follow-up with their hcp if the issue did not resolve with stimulation adjustments by the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.